Manufacturer narrative:
The device was not returned to olympus for evaluation. The surgical technician reported that the malfunction was observed before a diagnostic procedure. The problem was a disconnect of a cord. The problem was resolved on site and the same device was used for the procedure. There was no patient harm related to the reported event. The device will not be returned for evaluation. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported that the video system center output display image was green. No patient injury was reported. No additional information has been obtained.